Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the guide wire lumen. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water was used to pressurize the balloon when fluid came out of a pinhole in the balloon, 1 mm proximal to the proximal end of the distal marker. There were scratches on the balloon distal to the pinhole extending distally for a length of .5 mm. Product performance engineering has reviewed incident info and the analysis of the returned product. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, previously implanted stents, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was mildly tortuous and heavily calcified, which likely contributed to the difficulties experienced. The balloon catheter was returned with blood visible in the guide wire lumen. There was also blood and contrast visible on the inflation lumen and the balloon was loosely folded balloon. This is consistent with use of the device within the pt anatomy. A new indeflator was used in attempt to pressurize the catheter and the analysis was able to confirm that there was a pinhole in the distal end of the balloon above the distal marker. There were also scratches noted on the outer surface of the balloon that were adjacent to the rupture site and extended distally for a length of 0.5 mm. This suggests that the balloon material may have exhibited mechanical damage at some point during the procedure. Since there was no report of any leaks noted during product preparation for use, this may further suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt during the procedure. Overall, based on the info received with this complaint and the returned product analysis, the balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot, and all on-line inspections and lot release testing met mfg criteria. This MDR is considered to be closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager nc balloon ruptured at 12 atm during the first inflation. Another company's balloon successfully dilated the lesion to complete the procedure. Reportedly, there were no pt effects. No add'l event or pt info is available.